Event description:
It was reported that the patient had trouble in keeping the purewick female external catheter in place. The complainant asked about the placement of the unit as the canister did not fill up. The representative advised the patient to try an undergarment (briefs) or medical tape to help keep the wick in place, also advised to place the unit on the floor instead of nightstand to see if gravity help with the urine collection.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had trouble in keeping the purewick female external catheter in place. The complainant asked about the placement of the unit as the canister did not fill up. The representative advised the patient to try an undergarment (briefs) or medical tape to help keep the wick in place, also advised to place the unit on the floor instead of nightstand to see if gravity help with the urine collection.